Event description:
It was reported that the patient presented at the clinic after receiving a patient notification for therapy being inhibited due to lead noise. The noise was able to be reproduced in clinic with pocket manipulation. A slight increase in pacing lead impedance and a variation in threshold were also noted. Lead was capped and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.